Event description:
It was reported that through the filing of a lawsuit that the pt underwent a total hip arthroplasty which allegedly resulted in failure of the product and repeated dislocation which required reduction on or about (B)(6) 2010.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no relevant reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional info is available at this time. If additional info is received, it will be reported on a supplemental report.